Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A certified ophthalmic assistant reported bag ruptures on two laser assisted cataract surgery cases. Additional information has been requested.

Manufacturer narrative:
A company representative assessed the system and was unable to replicate the reported event. The representative found that the depths were a little shallow but in specifications and recalibrated the depths and tested the system. The system met company¿s specifications. Based on assessment, the product met specifications at the time of release. The system was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).